Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is a report received from an investigator regarding a subject who was enrolled in corza study (B)(6) : phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, who experienced diarrhea, abdominal pain, vomiting, nausea, low-density fluid collection in whipple bed after treatment with surgicel original. The subject¿s concomitant medication included apixaban, fentanyl, hydrocodone/acetaminophen (hydrocodone bitartrate, paracetamol), carisoprodol, lorazepam, ferrous sulfate, olanzapine, omeprazole, ondansetron, polyethylene glycol, propylene glycol, folic acid, thiamine, gabapentin, prednisone, atorvastatin, metformin, and escitalopram. On (B)(6) 2025, the subject signed the informed consent form and was randomized to surgicel original group. The subject underwent abdominal whipple procedure due to adenocarcinaoma of pancreas during when, mild bleeding occurred in superior mesenteric artery and uncinate process (measurement: 4.5 square inches). Surgicel original was applied on the bleeding site. However, no haemostatic success was achieved even after 6 minutes following application; manual compression was not applied. An alternative treatment of surgiflo fibrin glue was applied for achieving haemostasis. On (B)(6) 2025, the subject was administered surgicel original (one surgicel patch, 2 inches x 3 inches, epilesional use) for whipple surgery due to adenocarcinoma of the pancreas. The product batch/lot number was not provided. On (B)(6) 2025, the subject experienced abdominal pain (severe). On (B)(6) 2025, the subject experienced diarrhea (severe). While inpatient, the subject tolerated tube feeds with relisorb. Unfortunately, all pharmacies in the locality went out of stock of creon (pancreatic enzyme). The subject was hospitalized on (B)(6) 2025 due to diarrhea. The subject experienced vomiting (moderate), nausea (moderate) and low-density fluid collection in whipple bed (moderate). The subject was given nothing peroral (npo) with maintenance on intravenous fluids (mivf) due to emesis and diarrhea. Clinically significant laboratory result included alanine transaminase (alt) 54 varying in range (elevated) on (B)(6) 2025. The subject was prescribed loperamide at discharge on (B)(6) 2025. Action taken with surgicel original in response to the events, diarrhea, abdominal pain, vomiting, nausea, low-density fluid collection in whipple bed was considered as not applicable (single use). The outcome of the events, diarrhea and vomiting was reported as resolved on (B)(6) 2025, that of abdominal pain was reported as resolved on(B)(6) 2025. The outcome of the event nausea was reported as resolved on (B)(6) 2025 and that of low-density fluid collection in whipple bed was reported as resolving, at the time of this report. The reporter assessed the event diarrhea as serious (hospitalization) and not related to surgicel original; abdominal pain, vomiting, nausea and low-density fluid collection in whipple as non-serious and not related to surgicel original. The company assessed the event, diarrhea as serious (hospitalization), causality as not related to, and unexpected for treatment with surgicel original; abdominal pain, vomiting, nausea, and low-density fluid collection in whipple as non-serious, causality as not related to, and unexpected for treatment with surgicel original. This report is a medically significant correction report which was previously received on 29-apr-2025. The amendment was suspect drug coding from tachosil (fibrin sealant patch) to surgicel original (oxidized regenerated cellulose). Follow up information received on 03-sep-2025 included update on sae ¿diarrhea¿. Two episodes of the event diarrhea reported in edc were subsumed under one consolidated episode of the sae. This update has been incorporated into the narrative of report. On (B)(6) 2026, , as an implication of sae reconciliation, a non-significant correction was made to the information that had been previously reported on 03-sep-2025. The amendment included the addition of the subject¿s year of birth. Case comments: the company assessed the event, diarrhea as serious due to medically significant and hospitalization, unexpected and causality to be not related to tachosil (fibrin sealant patch). The company assessed the events, abdominal pain, vomiting, nausea, and low-density fluid collection in whipple as serious due to medically significant, unexpected and causality to be not related to tachosil (fibrin sealant patch). An amendment medically significant correction report which was previously received on 29apr2025 was done. The amendment was suspect drug coding from tachosil (fibrin sealant patch) to surgicel original (oxidized regenerated cellulose). The company assessed the event, diarrhea as serious due to medically significant and hospitalization, unexpected and causality to be not related to surgicel original (oxidized regenerated cellulose). The company assessed the events, diarrhea, abdominal pain, vomiting, nausea, and low-density fluid collection in whipple as serious due to medically significant, unexpected and causality to be not related to surgicel original (oxidized regenerated cellulose). Follow up information received on 03-sep-2025: update on sae ¿diarrhea¿ no changes to previous assessment.